Manufacturer narrative:
The initial report had the missing auto mode information. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that customer were not using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and insulin pump was not working. Blood glucose was unknown. Customer also reported that reservoir compartment was cracked. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. Customer also reported that insulin pump was exposed to moisture and insulin pump was worn. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.